Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ureal urea/bun on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a bun value of 3.4 mmol/l and repeated as 18.3 mmol/l. The second sample initially resulted in a bun value of 2.6 mmol/l and repeated as 8.6 mmol/l. This sample was repeated five more times, resulting in the following values: 9.1 mmol/l, 9 mmol/l, 8.9 mmol/l, 8.9 mmol/l, and 8.9 mmol/l. The bun reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer replaced both sample probes, loaded a new bun reagent pack, performed a new calibration, and replaced system reagents. The issue still persists after these actions.

Manufacturer narrative:
Precision studies were performed and were ok. The field service engineer checked the analyzer and found sticky rinse nozzles which were not springing up and down correctly. The rinse assemblies were cleaned and lubricated. The mixer and water bath were checked for crystallization and these were ok. The cuvette washing levels were too low. The degasser was found to be defective and replaced. Air was primed out. Rinse assembly tubing was found to be severely blocked and the tubing was replaced. The cuvette rinse levels were adjusted. Controls were tested and were ok. No further issues have been reported since the service actions. The vacuum pump was determined to be used beyond its operational time. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a hardware-related issue.